Manufacturer narrative:
Mentor became aware that it was erroneously omitted in the initial report sent on (B)(6) 2020, that the patient underwent bilateral replacement with two unspecified implants. Manufacturer¿s reference number: (B)(4). This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
After clinical/secondary review of this file performed on (B)(6) 2020, it was decided to add patient code 1761 (capsular contracture), to more accurately capture the reported event: patient had soft grade 2 capsules. Manufacturer¿s reference number: (B)(4). This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: cancer. (B)(4).

Event description:
It was reported that (B)(6) year old caucasian female patient who underwent breast augmentation revision with two mentor memorygel breast implants, suffered bilateral breast cancer, post-operatively. Around mid (B)(6) 2020, the patient self-diagnosed and discovered a lump on her right breast and also felt a similar area on the left side. On (B)(6) 2020, the patient underwent bilateral breast needle biopsies and the final diagnosis was bilateral invasive ductal carcinomas. (Right side: infiltrating ductal carcinoma, grade 3 ER 98% positive pr 96% positive her-2 equivocal fish pending ki-67 high 23% no lymphovascular perineural invasion. Left side: infiltrating ductal carcinoma, grade 1 ER 92% positive pr-0,4% her-2 equivocal fish pending ki-67 borderline 10% no lymphovascular perineural invasion.). As a result, the patient underwent bilateral total mastectomy with breast implants removal on (B)(6) 2020. This medwatch form is for the right breast prosthesis.